Manufacturer narrative:
The cause for the (B)(6) confirmatory result is unknown. A siemens field service engineer went on site and performed a total service call. The probe dispense, dark counts, wash dispense and aspiration, vacuum system, reagent probe positions, sample probe positions and acid/base dispense were all acceptable and no issues were identified. Bleach was not detected after the daily cleaning procedure. No conclusions can be drawn. Quality control results were all within range. The sample is not available for further testing. This appears to be a sample specific issue since the re-draw of the same patient was (B)(6). The interpretation of results section of the instructions for use (IFU) states; "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that current methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A false reactive hbsag test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with hepatitis b."

Event description:
Repeat (B)(6) advia centaur xp hbsag results were confirmed by the advia centaur xp hbsag confirmatory assay. The results were questioned by the physician and a second sample was drawn from the patient. The results of the second sample were (B)(6). There are no reports that treatment was altered or prescribed based on the (B)(6) results. There are no reports of adverse health consequences based on the (B)(6) advia centaur hbsag confirmatory results.